Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
New information received states that the implantable pulse generator (ipg) was explanted and a new device was implanted due to the being inoperable. Effective therapy was restored post procedure.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable due to the device not being charged and as a result, the patient did not have stimulation. Physician ordered a myelogram test result first and after test result review an ipg replacement is anticipated in the near future. No further information is available.